Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2015 for high blood glucose. Customer could not remember their blood glucose at the time of incident. Customer stated the cause of the hospitalization was from a complication of diabetes. The customer was treated with an insulin and IV drip at the hospital. The customer was wearing the insulin pump at the time of hospitalization. Customer also reported frequent lost sensor alarms and the insulin pump would power off unexpectedly. The customer stated they have tried several batteries, but the issue persisted. The customer also reported they did not wear the insulin pump for two months. Customer's blood glucose was unknown at the time of the call. The customer agreed to return the insulin pump for analysis.